Manufacturer narrative:
The reported complaint was confirmed. The repair technician visually located the leak during disassembly for repair/recertification. The main bearing was replaced at the service repair center.

Event description:
During routine testing of the device at the service center, the service repair technician reported that while disassembling the upper housing, the main bearing was leaking grease/oil. This was a loaner pump that a customer no longer needed, therefore, there was no customer involvement.